Event description:
Customer reportedly received a result of 500mg/dl on the advantage sys while the doctor's device read 105mg/dl within 10 minutes. No treatment info provided. Requested return of suspect sys and replacement was sent.